Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that the green led in the rear of their orthopat machine was flickering. The display indicates flashing from battery to ac sources. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that the green led in the rear of their orthopat machine was flickering. The display indicates flashing from battery to ac source. No injury or reaction was reported. The evaluation confirmed the reported problem after the unit was running for two hours. Unit was opened and a liquid was found on the power supply. The liquid caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).